Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. Lot traceability was provided (B)(6) 2016. The manufacturing lot record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. Based on the information provided it appears that patient and procedural factors may have caused or contributed to this incident. If additional information is received a follow-up medwatch report will be submitted. No product returned.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing lot number was not provided therefore we were unable to review the device history records. Based on the information provided it appears that patient and procedural factors may have caused or contributed to this incident. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. No product returned.

Event description:
The delivery system was introduced into the patient without any difficulties. The marker appeared to be aligned on the outer curve prior to crossing the aortic arch. As the 1st operator was crossing the aortic arch with the delivery system, it appeared that the catheter kinked. As this occurred, the 2nd operator mentioned that he was unable to apply back tension on the wire as the catheter was crossing the arch. Assessing the location of the kink, it was advised by me and the proctor that the delivery catheter and safari wire should be removed and a 2nd delivery system and safari wire should be used. The 2nd delivery system and safari wire were used without any difficulties.